Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing blood glucose levels between 50-320 mg/dl and she is unsure of the cause and reported it could be a pump failure. Caller was placed on pen therapy and her blood glucose level is now in normal range. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.